Event description:
Manufacturer rec'd a report from a nurse's aide alleging that the pt slipped out of the sling and fell to the floor. The nurse's aide was putting the pt to bed, when the pt slipped out of the lift pad, causing the strap to come off the bar. As a result of the incident, the pt broke her foot.